Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).